Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the connector pin would not fit correctly to the generator. Reportedly, the snare failed to deliver energy. The procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the connector pin would not fit correctly to the generator. Reportedly, the snare failed to deliver energy. The procedure was completed with another rotatable oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached from the handle. All components that could have contributed to this event (e.g. Set screw, finger ring, cautery plug and cross pin) were measured, and their dimensions were all found to be within manufacturing specifications. The finger ring exhibited evidence of the torque operation performed during manufacturing, and the loop extended and retracted according to specifications during functional testing. The condition of the returned device was consistent with the complaint that the cautery pin would not connect to the generator correctly (which resulted in current failure); the complaint was confirmed. However, a definitive root cause for this event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.